Manufacturer narrative:
H6: physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it completely locked up and none of the buttons were responding. As a result, defibrillation therapy would have been unavailable, if it was needed. They were able to reboot the device and continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer informed physio-control that no additional patient information is available.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it completely locked up and none of the buttons were responding. As a result, defibrillation therapy would have been unavailable, if it was needed. They were able to reboot the device and continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer informed physio-control that no additional patient information is available.